Event description:
Device report from synthes reports an event in italy as follows: it was reported that during a vertebral arthrodesis procedure on (B)(6) 2017, the nuts didn¿t tighten as intended but only tightened partially, and this caused the rupture of the screwdriver and the incomplete tightening of the nuts. There was no surgical delay, and the case was completed successfully. This report involves one expedium verse spine system inserter/tightener x25. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: product code: 299704230. Lot # gm4814101. Qty 110, released on (B)(6) 2017. No discrepancies found. A review of the receiving inspection (ri) for the reported lots of the reported products did not find any anomalies in the release of these devices. Two (2) verse x25 inserter/tightener were returned for evaluation. Visual examination of the two (2) verse x25 inserter/tightener confirms that 0.5mm of the hex-lobes on the drivers¿ distal tip had become stripped. Also, the observed damage notes that it is in the direction of tightening. This damage is consistent with a driver that was on axis, however, not fully seated during use. Noted damage also suggests that it was likely attributed to unanticipated torsional forces during tightening, resulting in the tips becoming stripped. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause for the two (2) verse x25 inserter/tightener becoming stripped cannot be positively determined. However, the observed damage is localized to the distal tip of the tightener drive feature suggesting that a possible root cause may likely be that the shaft was attributed to unanticipated torsional forces during tightening, resulting in tip becoming stripped. No corrective and preventive action (CAPA) is necessary now as no issues could be identified in the manufacturing or release of this product since the lot number could not be identified. Therefore, this complaint will be closed with no further action required. Device history lot : lot # gm4814101. Qty 110, released on (B)(6) 2017. No discrepancies found. Device history review a review of the receiving inspection (ri) for the reported lots of the reported products did not find any anomalies in the release of these devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.